Event description:
My child was gumming his toothbrush after brushing his teeth because he has molars coming in. Within a matter of mins, he had gummed open the bottom of the toothbrush which contains the button batteries. I caught it before it happened but button batteries should not be in any child's toy that is not screwed in or very difficult to get to. This could have happened with the base of the toothbrush regardless of chewing it could have happened with simple wear and tear as the toothbrush has a suction cup base and from repeatedly pulling the toothbrush the batteries could also be exposed; dr fresh. MFR website url: (B)(4). Document number: (B)(4). Report number: (B)(4).